Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was in flight on a plane. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and ultimately resume insulin therapy. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. The customer's blood glucose level was 200 mg/dl.